Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement test was performed and failed due to 0vdc. A review of the share logs was performed and transmitter failed error found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter error. The reported event of 090 transmitter failed/error/alert is reportable based on transmitter error. No injury or medical intervention was reported.